Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a muscular injury to the right shoulder. The patient's physician recommended the patient use over the counter ben gay cream. No additional information is available.